Event description:
A surgeon reported that during vitrectomy surgery, the probe failed to aspirate once the cutter was turned off and on again. There was no harm to the pt.

Manufacturer narrative:
A sample is expected to be returned for evaluation, but has not arrived yet. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).